Event description:
The customer alleged that a control test was performed using her contour meter and the result was 581 mg/dl. The normal control range was 106-147 mg/dl. No adverse events were alleged. The control solution belonged to a home health nurse who was not present at the time of the call, so further troubleshooting was not possible. The test stirps are to be returned for evaluation. Replacement test strips were sent to the customer.